Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that the bending manipulation and the insertion tube was defective. The coating and the white lines at the insertion tube are coming off and markings were becoming unclear. The control knobs are loose and the coating of the insertion tube no longer visible. The root cause of the reported event could not be conclusively determined. Structurally, a-braids are tightened to the skeleton ring and a-rubber. Use over time the a-braids strength to stretch/shrink by angulation decreases and is a probable cause for a-braids breakage and distortion. It most probable that the reported failure was due to deterioration of the scope from use and was not due to specifications of the scope. As stated in the user manual: maintenance management" ·the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus. "Inspection of the endoscope" ·inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
Evaluation determined that there was a chemical discoloration on the device. The insertion tube is worn and peeling observed. There were excessive play at control knobs showing a stretched angled wire. In addition, it was determined that there are 10+ plus broken strands at the passive and active side of the bending section. The device was placed for repair. Based on the evaluation findings the likely cause of the defects found is due to wear and tear of the device. As stated on the IFU and as a preventive measure, the user manual states , the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus.

Event description:
It was reported that the bending manipulation and the insertion tube was defective. The coating and the white lines at the insertion tube are coming off and markings were becoming unclear. The control knobs are loose and the coating of the insertion tube no longer visible. There was no patient harm or injury reported due to this event.